Manufacturer narrative:
The technician found the head up valve stuck. He replaced the head up valve to repair the bed.

Event description:
Info received indicates the head up function is not working. It will also not work manually.